Event description:
A physician attempted arteriotomy closure using the starclose device after an unknown procedure. During deployment of the device, the back wall of the artery was clipped. The patient was taken to surgery for removal of the clip. Hemostasis was achieved in surgery.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident.